Event description:
A male pt contacted lifecor customer support to report that one of his battery packs is giving a fault light when placed in the charger. He reported that he switched battery packs that morning and when he placed the used pack in the charger the battery fault light illuminated. He then swapped his packs in the charger and the charger showed normal charging. He placed the used pack back in the charger and the fault light again illuminated. A replacement battery pack was provided to the pt.

Manufacturer narrative:
Device eval summary: device eval battery pack has been completed. The reported problem was confirmed. The battery pack was received with 0 volt output. A defective u3 supervisory ic was found within the battery pack. The u3 supervisory ic had developed an internal short circuit which in turn drew excessive current from the battery cells. The root cause of the shorted u3 cannot be positively identified. The defective u3 and battery cells will be replaced. No adverse event resulted from the faulty battery pack. The pt received a replacement battery pack.